Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 ten infusion set tubing detached from connector. The infusion set is long for 2-4 hours. No further information available.